Manufacturer narrative:
No product was received for investigation. A review of complaint data was performed with a focus on accu-chek safe-t-pro plus lancets with lot number 41821099. The complaint data review shows no increased cumulation of the alleged failure in the affected production interval.

Event description:
It was reported that there was an issue with an accu-chek safetpro plus lancing device. The user alleged that he would remove the protective cap of the lancing device by pulling it out with his teeth. The needle would then protrude past the end cap of the device. The user was not injured by the protruding lancet and did not receive medical treatment.

Manufacturer narrative:
The user's lancing device was requested for investigation.